Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On 03/19/2024, it was reported that the patient felt hot. The egv at that time was 300 mg/dl then to 400 mg/dl. The patient reported the app did not alert her while it was reading high. The patient passed out. The husband checked the bg and it was 30 mg/dl. The patient was diaphoretic when she regained consciousness. Other bg values during the episode were 60 mg/dl then 77 mg/dl. The patient reportedly paused her unspecified insulin pump and put it on manual mode. Per documentation, the patient did not seek medical help. The patients routine medications were documented in the complaint; however, reversal of severe hypoglycemia was not specified. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.